Event description:
The customer reported that the device is beeping and displays a device shock error. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device is beeping and displays a device shock error. There was no reported patient involvement. The device was evaluated by the customer with the help of the philips response center and found a therapy pca failure in the status log. The therapy pca was replaced to resolve the problem. As of (B)(6) 2012, there have been no further calls for this device.